Event description:
Rupture of silicone breast implant with intracapsular containment of the silicone. On (B)(6) 2011, pt went to the operating room for excision of the right breast capsular scar contracture, removal of ruptured breast implant and reconstruction with placement of new silicone breast implant.